Event description:
This case was initially received via regulatory authority (valvira on 25-jul-2018). This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("strong menstruation pain in lower abdomen and back") and post procedural infection ("postoperative infection") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was hard and painful" on (B)(6) 2009. The patient's past medical history included leukorrhea. Concomitant products included intrauterine contraceptive device (iud nos) until (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was hard and painful") and complication of device insertion ("insertion of left implant first unsuccessful, removed and immediately a new one inserted"). In 2017, the patient experienced pain ("electric shock like pain, pain in different parts of body since spring 2017"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), headache ("headache during menstruation") and migraine ("migraine during menstruation"). On (B)(6) 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pain in extremity ("pain in balls of the foot"), arthralgia ("left knee pain, pain in ankles"), back pain ("pain in lower back"), musculoskeletal pain ("pain in shoulders"), musculoskeletal stiffness ("stiffness in lower limbs"), fatigue ("tiredness"), muscular weakness ("muscle weakness") and vaginal discharge ("leukorrhea more slimy than before essure insertion"). The patient was treated with surgery (laparoscopic uterus and fallopian tubes removal on (B)(6) 2018), surgery (laparoscopic uterus and fallopian tubes removal on (B)(6) 2018) and surgery (new laparoscopy performed on (B)(6) 2018 for refurbishment of possible infectious focus). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, post procedural infection, headache, migraine, pain, pain in extremity, arthralgia, back pain, musculoskeletal pain, musculoskeletal stiffness, fatigue, muscular weakness, vaginal discharge and procedural pain outcome was unknown and the complication of device insertion had resolved. The reporter provided no causality assessment for arthralgia, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, muscular weakness, musculoskeletal pain, musculoskeletal stiffness, pain, pain in extremity, post procedural infection, procedural pain and vaginal discharge with essure. The reporter commented: the patient had many symptoms which are not necessarily connected to the essure: a physician reports via valvira. Essure implants were inserted to the patient in 2009. Insertion of left implant first unsuccessful, it was removed right away and a new implant was inserted, insertion was hard and painful. Final insertion result was appropriate. Control visit on (B)(6) 2010 showed menstrual bleeding like before, implants well in situ (left implant a bit more side of uterine cavity), nothing special in status, intrauterine device was removed. Uterus and fallopian tubes removal performed due to heavy and painful menstruation. Laparoscopic removal was performed without problems on (B)(6) 2018. The patient got postoperative infection and she was hospitalized and a new laparoscopy performed on (B)(6) 2018 due to refurbishment of possible infection focus. Abnormal empyemas were not noticed. Due to follow-up with the reporter on 27-jul-2018 via phone, patient´s initial and date of birth were added. Batch number and sample of essure not available. Outcome unknown. Diagnostic results: gynecological examination, essure insertion - on (B)(6) 2009: insertion of left implant first unsuccessful, it was removed right away and a new implant was inserted, insertion was hard and painful. Final insertion result was appropriate. Gynecological examination, control visit - on (B)(6) 2010: implants well in situ (left implant a bit more side of uterine cavity), nothing special in status, menstrual bleeding like before, intrauterine device was removed. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 25-jul-2018. The most recent information was received on 21-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("strong menstruation pain in lower abdomen and back") and post procedural infection ("postoperative infection") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion was hard and painful" on (B)(6) 2009. The patient's past medical history included leukorrhea. Concomitant products included intrauterine contraceptive device (iud nos) until (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion was hard and painful") and complication of device insertion ("insertion of left implant first unsuccessful, removed and immediately a new one inserted"). In 2017, the patient experienced pain ("electric shock like pain, pain in different parts of body since spring 2017"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), headache ("headache during menstruation") and migraine ("migraine during menstruation"). On (B)(6) 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pain in extremity ("pain in balls of the foot"), arthralgia ("left knee pain, pain in ankles"), back pain ("pain in lower back"), musculoskeletal pain ("pain in shoulders"), musculoskeletal stiffness ("stiffness in lower limbs"), fatigue ("tiredness"), muscular weakness ("muscle weakness") and vaginal discharge ("leukorrhea more slimy than before essure insertion"). The patient was treated with surgery (laparoscopic uterus and fallopian tubes removal on (B)(6) 2018), surgery (laparoscopic uterus and fallopian tubes removal on (B)(6) 2018) and surgery (new laparoscopy performed on (B)(6) 2018 for refurbishment of possible infectious focus). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, post procedural infection, headache, migraine, pain, pain in extremity, arthralgia, back pain, musculoskeletal pain, musculoskeletal stiffness, fatigue, muscular weakness, vaginal discharge and procedural pain outcome was unknown and the complication of device insertion had resolved. The reporter provided no causality assessment for arthralgia, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, muscular weakness, musculoskeletal pain, musculoskeletal stiffness, pain, pain in extremity, post procedural infection, procedural pain and vaginal discharge with essure. The reporter commented: the patient had many symptoms which are not necessarily connected to the essure: a physician reports via valvira. Essure impants were inserted to the patient in 2009. Insertion of left implant first unsuccessful, it was removed right away and a new implant was inserted, insertion was hard and painful. Final insertion result was appropriate. Control visit on (B)(6) 2010 showed menstrual bleeding like before, implants well in situ (left implant a bit more side of uterine cavity), nothing special in status, intrauterine device was removed. Uterus and fallopian tubes removal performed due to heavy and painful menstruation. Laparoscopic removal was performed without problems on (B)(6) 2018. The patient got postoperative infection and she was hospitalized and a new laparoscopy performed on (B)(6) 2018 due to refurbishment of possible infection focus. Abnormal empyemas were not noticed. Due to follow-up with the reporter on 27-jul-2018 via phone, patient´s initial and date of birth were added. Batch number and sample of essure not available. Outcome unknown. Diagnostic results: gynecological examination, essure insertion - on (B)(6) 2009: insertion of left implant first unsuccessful, it was removed right away and a new implant was inserted, insertion was hard and painful. Final insertion result was appropriate gynecological examination, control visit - on (B)(6) 2010: implants well in situ (left implant a bit more side of uterine cavity), nothing special in status, menstrual bleeding like before, intrauterine device was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.